Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and damaged usb port was observed. Due to the damaged usb port the reader was not able to be charged and so the reader did not power on. The reader was further de-cased and placed into the reader test fixture to download log. Therefore, issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound from the adc device. Due to this, customer was not made aware of changing glucose levels and experienced a loss of consciousness, requiring treatment of sugar provided by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported that the low glucose alarm did not sound from the adc device. Due to this, customer was not made aware of changing glucose levels and experienced a loss of consciousness, requiring treatment of sugar provided by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Libre reader (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.